Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ disposable syringe with bd luer-lok¿ tip contained foreign matter described as a "white fleck floating in syringe". No serious injury or medical intervention was reported.

Manufacturer narrative:
Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. However, based on the description of a white "stain" floating around the syringe, the hypothesis is assumed that the possible contaminant is silicone on the which could cause the white spot since it is the only fluid that is introduced to the body of the syringe, this lubricant is medical grade and is inspected upon receipt where compliant results were obtained and approved for use in manufacturing. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. No root cause can be determined as no samples were received.

Event description:
It was reported that bd luer-lok disposable syringe with bd luer-lok tip contained foreign matter described as a "white fleck floating in syringe". No serious injury or medical intervention was reported.